Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings:. The black box shows three occlusion alarms on (B)(6) 2016 at 07:25, 07:27 and 07:27; deliveries resumed at 07:42. The force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. Pump is detecting correct force. Pump exercised for 24 hours with no occlusions occurring. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 650 mg/dl with symptoms of polydipsia, heavy legs and numb lips. The patient reportedly received treatment of insulin via injection during a doctor's office visit. The reporter alleged the patient's event was the result of an occlusion issue with the pump. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy allegedly associated with an occlusion issue.